Event description:
It was reported that during a unknown procedure, the knife blade cut the tissue, however, the staples did not form. Most of the staple remained in the instrument with the legs of the staples being visable. The surgeon had to hand suture, which added additional operating time. There was no pt consequence.